Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) only worked for two years before it no longer inflates and recently he inflates it as hard as one hand could. The patient wonders if he need to change his usage and what caused the premature device malfunction. He also states that he is replacing the device. No more information is available at the moment, additional information will be provided as it becomes available.